Manufacturer narrative:
Device evaluated by MFR: the rotawire was returned for evaluation. Visual inspection and microscopic inspection revealed that the spring tip was observed stretched (unraveled) and bent/kinked. No other issues were identified during the product analysis. The reported complaint was confirmed.

Event description:
It was reported that the tip was frayed. The target lesion was located in the severely calcified vessel. A rotawire drive was selected for use. During the procedure, it was noted that the tip was frayed before use. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the tip was frayed. The target lesion was located in the severely calcified vessel. A rotawire drive was selected for use. During the procedure, it was noted that the tip was frayed before use. The procedure was completed with another of the same device. No patient complications were reported.